Event description:
The manufacturer received information alleging a device failed a test step . The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a device failed a test step. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was duplicated. The device's system board, display, display board and internal battery pack were replaced to address the issue.